Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with information to reset the pump but was initially unable to charge it. Technical support assisted in the reset process, and after resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurs. No further follow-up or additional information was received.